Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the system hydropneumatic that was leaking into the hydro tray. No injury was reported.

Manufacturer narrative:
The no foam reagent ran out, hence the waste backed up into the vacuum accumulator. A bci field service engineer (fse) installed a new no foam reagent, verified the hydro pressure, and primed the system. Leaks were not observed post fse's action.